Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm and occlusion alarms occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. There was no adverse impact to customer¿s blood glucose level. A cartridge change was performed resolving the issues.